Event description:
During the procedure, the sheath became stuck in the body and was unable to be removed or advanced by physician. Sheath became fractured, requiring the sheath and wire to be cut. Patient transferred to another hospital resulting in surgery to remove a retained wire from the right cfa and retrieval of the retained sheath from the left sfa. Patient discharged home from outside hospital.